Manufacturer narrative:
The following elements have blank data.

Event description:
This is the second time the (alphamaxx) surgical table moved into extreme trendelenberg position without anyone operating the remote control. This time it occurred during robotic surgery as davinci robot was docked and operating on patient. There was no harm to patient. Table was removed from service immediately. The getinge maquet service rep inspected table approximately 3 weeks earlier, 2 days after first event, and found nothing wrong. Today, a week post this event, getinge rep inspected the table and requested a loaner table and will send ours back to factory for inspection and repair. Two biomed work order numbers created.

Event description:
This is the second time the (alphamaxx)surgical table moved into extreme trendelenberg position without anyone operating the remote control. This time it occurred during robotic surgery as davinci robot was docked and operating on patient. There was no harm to patient. Table was removed from service immediately. The getinge maquet service rep inspected table approximately 3 weeks earlier, 2 days after first event, and found nothing wrong. Today, a week post this event, getinge rep inspected the table and requested a loaner table and will send ours back to factory for inspection and repair. Two biomed work order numbers created.